Event description:
It was reported that during a mammary cleaning out procedure, the clips would not advance. Upon the first activation the clip wouldn't advance in the jaws, and then one out of two clips were delivered properly. The surgeon stopped using this applier and used a new one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a pt sustained an adverse reaction and another pt sustained hypopigmentation after hair removal treatment with a lightsheer laser.

Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.